Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was 212 mg/dl. During the troubleshooting, customer declined to run additional 5 units fixed prime to determine if cannula/site connection maybe occluded. The customer was advised the possible cause could be due to bent cannula or site/set occlusion and advised to change the entire infusion set. The alarm was resolved by a complete infusion set changed. No further information provided.